Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) . The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. The received logs confirmed the reported failure internal leakage test during pre-use check in (B)(6) 2022. According to fse, the user probably did not use the test hose during pre-use check. The failure is pre-use check related.

Event description:
Manufacturer's ref.#: (B)(4).